Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board also, with corroded motor home switch. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 129 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump may have been exposed to moisture as customer worked outside and wore insulin pump in her bra. Troubleshooting was performed for moisture exposure. Customer's blood glucose was 95 mg/dl. After troubleshooting, display screen remained blank. Customer was advised that insulin pump would need to be replaced.